Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit cauterized all ports and instruments without issues. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to electrical issues on the grounding pad on the erbe generator. This error can be resolved through troubleshooting or replacement of the generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was completed using the e-100 generator. The procedure was completed robotically with the original configuration. There was no harm or injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the bipolar energy was coming out low and doesn't have the normal effect. Tse reviewed the logs and found no errors. Prior to calling in the customer swapped out energy cords and instruments; however, the issue persisted. Tse could see the setting coag setting was maxed out. Tse had them power cycle the erbe and issue remained where the energy output was low. The customer was going to use the vessel sealer extend (vse) instrument in the e-100 to compensate for the bipolar energy. The procedure was completing as planned with no reported injury.